Manufacturer narrative:
As part of our investigation, olympus followed up with the user facility to obtain additional information regarding the reported event. The user facility further reported that prior to sending the device in for service, the device was tested and had no further issues. No additional information was provided regarding the patient, procedure and the devices involved during the case. The device was returned to olympus but the evaluation is in progress. If additional information becomes available, this report will be supplemented accordingly.

Event description:
Olympus was informed that during procedure, the working element that was attached to the generator, esg-400, burned and there was smoke/burning smell noted. There was no patient or user injury reported. 2 of 2 devices

Manufacturer narrative:
The device was returned to olympus for evaluation. The user facility returned a wa22061b working element for an evaluation. A visual inspection of the returned device was performed and noticed the smoke/burning smell.¿ based on the evaluation, rust and corrosion was noted on the shaft. Also, a water leak test was performed and it failed the water leak test. The cause is most likely due to a bad seal within the handle. As a preventive measure, the owner¿s manual contains warnings and cautions; before use. ¿make sure that the product has been properly reprocessed, inspected, and tested.¿ inspecting the product. ¿visually inspect the product. Make sure that it has: no corrosion, no dents, no scratches." ¿do not activate the electrode release button when operating the instrument. If hf current is activated, spark discharge may occur and the instrument may be damaged.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the DHR review the OEM conducted a DHR review for the affected lot number which indicated no deviations or non-conformities during the manufacturing of the device.